Event description:
Procedure type: bowel resection. According to the reporter: the stapler was opened and used on a sigmoid colon. The stapler was returned to the scrub nurse for reloading. The used staple cartridge could not be extracted from stapling unit. The staple cartridge came apart while the stapling blade still halfway down cartridge. A new stapling device was opened for the surgeon to use. The consultant surgeon reviewed staple line and decided to reset the staple line and hand sew anastomosis. No consequence to pt other than slightly more bowel surgically removed.

Manufacturer narrative:
(B)(4).